Event description:
It was reported that the customer received an off no power alarm. It was also reported that the customer received a motor error alarm. The customer reported scratches to the display. Customer's blood glucose level at the time 178mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected low battery, off no power or failed battery test alarm noted. The low battery alarm functioned properly. However, the insulin pump received with black shadow on the display due to wrapped/uneven pcb on the lcd board. The insulin pump was received with minor scratches on lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.